Event description:
Provider alleged unit alarming, 4 way valve is leaking. Per independent repair center statement, the customer stated problem was: alarming or red light. Problem confirmed: yes key failure: 4 way valve leaking. Additional malfunctions: pilot valve defective causing alarm & shut down, sieve bed saturated/dusted.